Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and there was no physical damage in the location where the foreign material adhered. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii duodenovideoscope had reduced angulation. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: an unknown yellow/brown foreign material in the forceps elevator. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found an unknown yellow/brown foreign material in the forceps elevator. In addition to the reportable malfunction, the following were noted: due to damage on the charged coupled device unit, the image resolution was poor; due to deformation, the right/left knob and the upward/downward angulation control knob did not move smoothly; due to wear of angle wire, the bending angle in the up/down/right directions did not meet the standard values; due to wear of the angle wire, the play of right/left and upward/downward knob were out of the standard value; the adhesive around the light guide lens had discoloration; the adhesive on the bending section cover was detached; the connecting tube had a wrinkle; due to damage on the charged coupled device unit, the image had black dots; the forceps channel port was shaved; the light guide lens had a chip; the light guide cover glass had a dent; the right/left knob was dirty; the suction connector was deformed; the suction cylinder was shaved; switch 1 was sticky. Additionally, the following components had a scratch: the scope connector cover unit, the objective lens, the protector of universal cord on the suction connector side, the control unit, the charged coupled device, the scope cover, the grip, switch 4, the switch box, and the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.